Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03335. G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, it was reported that two screws fractured. There was no treatment or explant. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: health effect - clinical code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right lateral femoral plate and screw fixation device with evidence of two screws which are deep to the plate. A fractured screw on the three month film along its mid aspect, a new fracture of the screw proximal to this on the five month postop film and a new fractured screw proximal to this on the eight month film. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.